Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead showed a gradual rise in threshold as well as the presence of noise. High and undefined impedance was also noted. The physician considered that they might have rotated the lead excessively and the lead was removed. On immersing the lead in water high impedance was identified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to o ver-rotation. The body of the lead became extrinsically distorted. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.